Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited diminished r-waves. Additionally, it was reported that the patient¿s right atrial (ra) lead exhibited possible oversensing on some electrograms (egm); however, it was noted the oversensing did not appear to alter device function. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.